Event description:
Anesthesia machine checked prior to induction without problems. Laryngeal mask airway (lma) placed on the patient and connected to the circuit. Unable to ventilate patient. The lma was removed and mask connected to the circuit used to attempt to ventilate patient. Still unable to ventilate. Oral endotracheal tube (oet) was placed and still unable to ventilate patient. Medications given for laryngospasm (these were given just in case; there was no clinical indication) and still unable to ventilate. Oet removed and replaced. Still unable to ventilate. Patient's o2 saturations dropped to 45-72%. Oet connected to manual resuscitator and able to ventilate without difficulty; o2 sats then returned to normal. Surgery cancelled and patient taken to pacu. Patient awakened without problems.